Event description:
It was reported that the patient experienced ineffective therapy due to the lead not being implanted in the desired optimal level. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.